Event description:
It was reported that 2 days after a farapulse procedure, a patient died of acute renal failure leading to multi-organ failure. The procedure was completed using a farawave catheter. 64 applications were made to the pulmonary veins, posterior wall of left atrium, anterior mitral line, superior vena cava, and cavotricuspid isthmus of the right atrium, which is considered off-label use of the farawave catheter. No interventions were needed at the time of the procedure, and the physician does not believe the boston scientific device or the procedure caused or contributed to the patient death. The patient was not healthy, had an ejection fraction (ef) of 30 percent, and had previously refused surgery for valve replacement and bypass. The patient was admitted to the intensive care unit for management of the acute renal failure and subsequent multi-organ failure but ultimately deceased. An autopsy was not performed. It was further reported that the patient had level 3 chronic kidney disease (ckd3). Additionally, the patient had significant co-morbidities including heart failure and chronic obstructive pulmonary disease (copd). There were no significant events during the procedure which may have contributed to the event. There was no pre-procedure imaging performed that may have contributed to the event. There was not a hemolysis work-up performed post-procedure. Approximately 2 liters of fluid was given to the patient during the procedure. The official cause of death was noted as mulit-organ failure and cardiogenic shock.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Based on the analysis, the event description indicates that the device was used to treat a anterior mitral line, superior vena cava, and cavotricuspid isthmus of the right atrium, which is considered an off-label use. The reported allegation of user used incorrect product for intended use was confirmed and the allegation of multiple organ failure and renal insufficiency/failure were unable to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the device was used for anterior mitral line, superior vena cava, and cavotricuspid isthmus of the right atrium; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The IFU warns that patients with renal insufficiency, congestive heart failure, elderly status, hemodynamic instability, or cardiogenic shock are at increased risk for serious or life-threatening adverse events and should be monitored closely for fluid balance and clinical deterioration. Risk assessment: a risk review performed for the farawave device confirmed that the event of user used incorrect product for intended use, renal insufficiency/failure, multiple organ failure and death are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific has assigned the investigation conclusion code of 'adverse event related to patient condition', based on the information provided within the event description. The patient had significant pre-existing comorbidities, including ckd3, heart failure with ef 30 percent, copd, and severe cardiac disease indicating high susceptibility to clinical deterioration. The patient developed acute renal failure two days post-procedure, which progressed to multi-organ failure and cardiogenic shock, ultimately resulting in death. These pre-existing conditions may have contributed to the adverse event. It is likely that the death occurred as a result of the prior condition of the patient rather than the farawave catheter itself and the physician did not believe the device or procedure caused or contributed to the death. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time. Additionally, the failure 'user used incorrect product for intended use' was confirmed based on the event description; however, it is undetermined the cause of why the user did the procedure of treatment an anterior mitral line, superior vena cava, and cavotricuspid isthmus of the right atrium. Hence, the cause code of 'cause traced to intentional off-label, unapproved or contraindicated use' was chosen since the farawave catheter is intended for the treatment of paroxysmal atrial fibrillation, persistent atrial fibrillation / pulmonary vein isolation (pvi) ablations and posterior wall ablation only.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that 2 days after a farapulse procedure, a patient died of acute renal failure leading to multi-organ failure. The procedure was completed using a farawave catheter. 64 applications were made to the pulmonary veins, posterior wall of left atrium, anterior mitral line, superior vena cava, and cavotricuspid isthmus of the right atrium, which is considered off-label use of the farawave catheter. No interventions were needed at the time of the procedure, and the physician does not believe the boston scientific device or the procedure caused or contributed to the patient death. The patient was not healthy, had an ejection fraction (ef) of 30 percent, and had previously refused surgery for valve replacement and bypass. The patient was admitted to the intensive care unit for management of the acute renal failure and subsequent multi-organ failure but ultimately deceased. An autopsy was not performed.

Manufacturer narrative:
Additional information to the MDR in block b5. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that 2 days after a farapulse procedure, a patient died of acute renal failure leading to multi-organ failure. The procedure was completed using a farawave catheter. 64 applications were made to the pulmonary veins, posterior wall of left atrium, anterior mitral line, superior vena cava, and cavotricuspid isthmus of the right atrium, which is considered off-label use of the farawave catheter. No interventions were needed at the time of the procedure, and the physician does not believe the boston scientific device or the procedure caused or contributed to the patient death. The patient was not healthy, had an ejection fraction (ef) of 30 percent, and had previously refused surgery for valve replacement and bypass. The patient was admitted to the intensive care unit for management of the acute renal failure and subsequent multi-organ failure but ultimately deceased. An autopsy was not performed. It was further reported that the patient had level 3 chronic kidney disease (ckd3). Additionally, the patient had significant co-morbidities including heart failure and chronic obstructive pulmonary disease (copd). There were no significant events during the procedure which may have contributed to the event. There was no pre-procedure imaging performed that may have contributed to the event. There was not a hemolysis work-up performed post-procedure. Approximately 2 liters of fluid was given to the patient during the procedure. The official cause of death was noted as mulit-organ failure and cardiogenic shock.